Manufacturer narrative:
(B)(4). Evaluation: results: arterial and venous occlusion, angulated aorta and aortic neck. Conclusion: angulated aorta and aortic neck.

Event description:
A talent abdominal stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was severly angulated and 6 cm distally the aorta had another angle. It was reported that after the bifurcated stent graft was implanted, the un-stented segment was kinked and it was 60% occluded. An aneurx iliac extension limb was implanted in the un-stented segment and resolved the kink with good flow. No additional clinical sequelae were reported.